Event description:
The account stated that the architect hbsag qualitative confirmatory assay generated a false non-reactive result on a patient sample. The patient's hbsag result was reactive at s/co 538. The sample was tested by the hbsag qualitative confirmatory assay and the result was confirmed negative. The sample was then retested and was confirmed to be positive. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p98 that has a similar product distributed in the us, list number 1l81. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.